Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Performed back to back blood tests - 87mg/dl and 87mg/dl. Results from memory are as follows: 98mg/dl (B)(6) at 9:47a and , 42mg/dl (B)(6) at 12:11a. Caller states his blood glucose is normally 100-110mg/dl. No adverse event reported.